Event description:
It was reported that the ipg indicated low battery and patient does not have therapy. Troubleshooting is pending where the software will be updated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.